Event description:
Healthcare professional additionally reported "significant fold on the implant".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, underweight, crease fold. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture was noted during surgery. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, discomfort, misshaping" and capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture [baker grade unknown], pain, discomfort, and misshaping." Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.